Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a 0.014 non-bsc guide wire was advanced to the lesion, pre-dilatation was performed with a 2x10 non-bsc balloon catheter. A 2.50x16mm promus element drug-eluting stent was then advanced to treat the lesion. However, during advancement of the device through the guide catheter, resistance was encountered. After a few attempts of pushing the device which failed, the device was removed and the stent was noted to have flared up. The procedure was completed with another promus element stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element ous, mr 2.5 x 16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was loose on the balloon, stent struts severely damaged; stretched, bunched and overlapping. A visual examination of balloon found stent markings evident on the exposed proximal balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A review of the crimp stent data was carried out for this device and all results were within specifications. The batch crimping records did not highlight any anomalies with the stent profile. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). After a 6f non-bsc guide catheter was engaged and a 0.014 non-bsc guide wire was advanced to the lesion, pre-dilatation was performed with a 2x10 non-bsc balloon catheter. A 2.50x16mm promus element ¿ drug-eluting stent was then advanced to treat the lesion. However, during advancement of the device through the guide catheter, resistance was encountered. After a few attempts of pushing the device which failed, the device was removed and the stent was noted to have flared up. The procedure was completed with another promus element ¿ stent. No patient complications were reported and the patient's status was stable.